Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Nurse reported dialyzer blood leak confirmed by test strips at the drain line after blood leak alarm. The leak was not visually observed and the machine alarmed. Nurse stated that estimated blood loss was less than 10ml's. Pt had no adverse effects and did not require any medical intervention. Sample is not available; sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation. This medwatch report is associated with MDR #1713747-2013-00506, 1713747-2013-0057, 1713747-2013-00508, 1713747-2013-00509, 1713747-2013-00510, 1713747-2013-00511, 1713747-2013-00512.